Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported leak in the reservoir. Troubleshooting was performed and found air bubbles in the reservoir. No harm requiring medical intervention was reported. The customer will discontinue using the device and device will be returned for analysis.

Manufacturer narrative:
Customer concern: states the location of the leak is: in the pump. Adv customer to check if insulin/fluid is visible in the battery, reservoir compartment or under lcd display. Found: in reservoir compartment only. Customer reports leak is at: o-rings. Found: yes. Customer states the leak is past 1st o ring does customer report tilting the plunger during the filling process: no. Does customer report pulling plunger too far down the barrel: no. Item - 'explain the 'leak' could be an air bubble in the reservoir that is expanding during filling'. Evaluated 1 random seal reservoir. Performed pre-fill test (appendix c); found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: the reservoir went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Evaluated 1 open/used reservoir (.5 clear liquid inside barrel). Transfer guard and plunger not returned performed pre-fill test (appendix c) using a new lab transfer guard and plunger; found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: the reservoir went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.